Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the user experienced a high blood glucose of 400 mg/dl. The user alleged the insulin pump was under delivering insulin due to the customer experiencing high blood glucose numbers for about a month and glucose level do not drop after delivering insulin boluses. The customer also reports battery out alarm on (B)(6) 2019, no power alarm on (B)(6) 2019, no delivery alarm on (B)(6), 2020, which was resolved with an entire set change, and multiple a47 alarms on (B)(6) 2020. Customer reports that the drive support cap appears normal. It is also reported that the insulin pump was exposed to high magnetic fields in the form of being in an MRI. Customer has been using insulin pump system within 48 hours of reported high bg event. Auto mode was not active. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.